Manufacturer narrative:
F/u was done with the registered nurse (rn). According to the rn, the complaint is confirmed but the biomedical tech found no malfunction on the machine. She states the machine is back in service but they have been adding 0.2-0.3 l to patient goals in an over abundance of caution. There have been no further issues to date. According to the rn, the machine was removing between 0.2 to 0.3 l extra (200-300 ml). She states the have ruled out any errors on the part of the clinical staff in weighing or inputting incorrect data. Patient info not available during this call. Treatment sheet requested. Based on the info provided, it is unk how the device may have caused or contributed to the event. The post market clinical dept is in the process of requesting patient treatment data info regarding the reported drop in blood pressure and light headedness during hemodialysis treatment. A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A staff member from the hemodialysis unit called technical support and reported a patient fell light headed during treatment and normal saline was given (200 ml) and they continued treatment. No medication or hospitalization required. The registered nurse alleged the ultrafiltration pump was pulling too much fluid off the patient. The patient's blood pressure dropped and that's when they got light headed. The patient's weight was 119.1 kg before treatment and 116.5 kg after treatment. The patient continued treatment after the saline was given without further issue with the ultrafiltration pump turned off. Specific treatment data was not available but was requested.